Event description:
The female pt called the MFR, reporting that an incident occurred sometime in (B)(6) 2014 at a hospital; involving abc-100 bone biopsy needle. Additional info was provided stating that during the procedure, the turn handle broke off of the needle and the needle became stuck in the pt's foot. The pt said that this procedure should have lasted 45 minutes but ended up lasting over 2 hrs due to the time required to remove the broken needle from her foot. The pt said she was conscious for the entire procedure. Other doctors were brought in to help. According to the pt, the broken needle was ultimately removed from her foot during this procedure after the doctors had attempted different solutions including, pulling, grabbing, and hitting the needle with a hammer. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence.

Manufacturer narrative:
Pt info not provided by the reporter. Lot number was not provided by the reporter. Exp date unk as lot is unk. Name of facility was not provided by the reporter. (B)(4).